Event description:
Approximately three years post deployment of a 23mm sapien valve, the patient presented with 3+ central aortic insufficiency (cai). The patient was symptomatic and the decision was made to deploy a 23mm sapien xt valve into the pre-existing bioprosthesis. The second valve was deployed in the same position as the first valve (50:50 across the native annulus). Post deployment tee revealed cai had resolved. The worsening cai was attributed to under-sizing of the valve; a 23mm sapien valve had been inadvertently mounted on the 26mm delivery system. However, review of the medical records indicated the patient initially had satisfactory results from the sapien valve implant. After post-dilation to resolve peravalvular leak (pvl), he was left with some central leak that had progressed to severe over the last year, and declining heart function with an ejection fraction of about 25%. The deployment of the second valve was satisfactory. The patient tolerated the procedure well and was taken to the ICU in stable condition. He was extubated later that day, and on pod2 was ambulating and off oxygen; however, he was somewhat deconditioned and referrals were made for rehabilitation.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, although the exact cause for the worsening central ai cannot be confirmed, overexpansion of the 23mm valve may have contributed to the regurgitation reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.